Manufacturer narrative:
B3: date of event and d4, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that while in use with a patient, the ventilation volume was so insufficient that the airway pressure meter did not work (or respond). There has been no report of patient injury or no observable clinical symptoms or a change in symptoms identified in the patient. No additional information is available for this complaint.

Manufacturer narrative:
One device was received. Per visual inspection, there was no abnormality in the appearance of the main body. Per functional testing, the airway pressure did not rise to 10 cmh20. The complaint was confirmed. The root cause was a leak from the patient circuit (a supplied item) that was returned with the main unit. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced the rotary flow valve and performed all functional and delivery tests.